Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 , patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2019, the patient had a temperature of 38 degree c which was decreased to 37 degrees c spontaneously. The patient also had abdominal pain. As a precaution, antibiotic augmentin was started. On (B)(6) 2019, it was reported that there was pus at the insertion site, and also above the insertion site internally. The physician took a culture of the wound and confirmed it was pus. He advised to care for the site 3 times a day with iso-betadine and once a day with unspecified intramuscular antibiotics. On (B)(6) 2019, additional information indicates the patient had fever, physician suggested to continue the intramuscular antibiotics. There was resistance on the peg tube and the physician decided to hospitalize the patient. A different antibiotic medication would be administered via pej tube.